Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: "lo", 40 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value. Product codes updated.

Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: "lo", 40mg/dl. No adverse event reported.